Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient had not charged the scs ipg since (B)(6) 2019, the device would no longer communicate with external devices. Consequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one.